Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported issues with "choke on lvp (large pump module) motor control board breaks electrical connections when devices are dropped." This was reported by the hospital's biomed to bd representatives during their site visit. There was no patient involvement. Although requested, the customer did not provide any additional information and no product has been returned for investigation.